Event description:
It was reported that, intermittent myopotential noise and far field r wave were oversensed on this pacemaker. Subsequently, the pacemaker was reprogrammed. Additionally, significant premature ventricular contraction (pvc) burden was undersense leading to ventricular pacing inappropriately. The technical services (ts) discussed troubleshooting options and indicated that it is likely that the atrial lead is implanted close to tricuspid valve, and it senses ventricular activity. The device was reprogrammed, and it was resolved. This pacemaker remains in service. No adverse patient effects were reported.